Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's date was incorrect; cause was unknown. Tandem technical support assisted the customer successfully correct the date. Customer's blood glucose was 235 mg/dl.